Event description:
It was reported via repair work order that the head end jack was stuck. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end jack was stuck. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the jack was stuck. However, upon completion of the manufacturer's investigation it was determined that the fowler was stuck in a raised position due to a malfunctioned cylinder. There was no alleged malfunction of the jack.